Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was also completed and found no non conformances. During visual inspection of the pump was unable to be turned on or evaluated due to fluid ingress. The fluid ingress caused the pcb to malfunction. Because mmdg could not get the pump to power on, no further investigation could be completed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that the pump had "did not alarm when occluded". The initial reporter also stated that this was discovered during testing and had no patient impact. (B)(4).